Event description:
Single chamber pacer (external transvenous) failed to capture. Ms sensing increased from 5-7 and started capturing. Then pacer box turned itself off. Turned back on and obtained new pacer box detached it. Old pacer sent to bio med and biomed forwarded to medtronics. Pt symptomatic for about 90 sec. While heat rate decreased to 23, had to arouse. Symptoms disappeared upon pacer capturing again.